Manufacturer narrative:
According to technician statement screen become black and did not turn on due to improper handling. User interface has been pointed as defective. Moreover battery module was stuck in the slot. No more information about the repair has been provided, as technician had no access to the unit during his two visits and customer handled the repair on his own. There are no information received if the gauss safety line was marked on the floor and if the ventilator was moved too close to the mr scanner. Previous investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the wheels are not locked, or if the ventilator is placed inside the safety line. Our conclusion is that the incident was most likely caused by the user not following the requirements for use of the ventilator in mr environment. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which should be signed by the facility.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator became magnetically attracted to an MRI scanner. There was no patient harm. Manufacturer's ref #: (B)(4).